Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+0.5/165 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault, lens rotation not associated to a low vault and significant reduction of irido-corneal angles. The lens remains implanted.

Manufacturer narrative:
Additional information: the lens was explanted and exchanged on (B)(6) 2016 for a shorter lens of the same model and similar diopter which resolved the problem. The patient's post-op uncorrected visual acuity (ucva) was 20/20 on (B)(6) 2016. Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. (B)(4).